Manufacturer narrative:
A review of the software logs found the core file indicated a failure in the localization library. The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative, nurse, reported that while pulling exams for their navigation system, using cranial software, it became unresponsive. The navigation system was then left alone for several hours and after returning to the navigation system it remained unresponsive. The navigation system was manually shut-down, and ater re-booting, the navigation system functioned as expected. No further details regarding this issue were provided. There was no patient present when this issue was identified.